Event description:
Customer called to report they were admitted as an inpatient to the hospital for high bgs. Ran lead screw test a couple of times as customers lead screw was not rotating enough, checked prime history and found customer was not priming the right amount. Lead screw test was done correctly and passed. All optional troubleshooting questions were asked and found customer is using soft set 9mm that is causing pain at site. Customer was recommended to use the 6mm soft set.